Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first returned picture contained a view of a signia handle connected to a clamshell as well as a sigadaptstnd and an egia60amt. The jaws of the reload were unclamped. The second returned picture contained a view of the adapter serial number. The third returned picture contained a view of a signia handle connected to a clamshell, adapter, and reload. The adapter and reload were noted to have been inserted into a trocar. The jaws of the reload were unclamped and the reload was articulated to the left. The fourth returned image contained another view of the adapter and reload. The adapter and reload were again noted to be inserted through a trocar. The jaws of the reload were open and the reload was articulated to the left. It was reported that the instrument locked on tissue and the device was difficult to straighten. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3k2317y sigpshell - sig power sigpshell control shell, lot# n3h2367y sigphandle - sig power sigphandle handle, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the a sleeve gastrectomy on the 3rd stapling, the load used locked closed and articulated in a segment of the stomach. The sales representative was called via video and the sales representative instructed the surgeon to press the staplers side button for 5 seconds to restart the system. The surgeon performed the maneuver and the device restarted and the load opened but the device remained articulated. The surgeon was then instructed to keep the open the load button pressed for 5-10 seconds in order to rectify the load and align it to the neutral state but it did not work. The sales representative then suggested to have the device changed to manual stapler and a new to resolve the issue. There was no patient injury.